Manufacturer narrative:
It was reported that the ventilator's turbine module was found defective. Identification of issue has been done by analyzing problem description and device's logs. Based on technician statement, the turbine has been pointed as source of the issue. The turbine module generates compressed air and delivers air to the inspiratory gas. The issue was decided to be reported as a faulty turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. There was no patient harm. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. H3 other text : 4112.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's turbine module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).